Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced to high blood glucose level as well as blank display the blood glucose level was 426mg/dl. Troubleshooting was performed and noticed blank display occurs again. The insulin pump will be returned for analysis.